Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a direxion microcatheter and a guidewire with the product pouch. The devices were lying wrapped up inside the opened product pouch. There was no shelf box or hoop returned for analysis. The product pouch was examined. The seal of the product pouch was opened on the top and sides where the tyvek and poly material meet. The area of separation from tyvek and poly shows a residual of tyvek material which indicates a seal was present between the tyvek and the poly material. Uniform witness marks on the side seal give no visual or tactile indication of a possible seal defect. The product pouch was opened; however, there was no evidence of a defective seal and no indication that the pouch was opened prior to shipment. The devices were removed from the pouch and microscopically examined. The nickel shaft of the micro-catheter was received separated 35.5cm ¿ 43cm from the strain relief and the inner lumen between the separation had numerous kinks. The separated ends appeared to be damaged due to tensile overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the sterility was compromised. A direxion hi-flo fathom-16 system was selected for use. During unpacking, the sterile packaging was found opened. The fathom wire was not preloaded in the catheter. The device was then discarded. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sterility was compromised. A direxion hi-flo fathom-16 system was selected for use. During unpacking, the sterile packaging was found opened. The fathom wire was not preloaded in the catheter. The device was then discarded. No patient involvement reported.